Manufacturer narrative:
The failure was confirmed through functional testing, disassembly, and visual inspection. The technician found that teeth were broken off of the motor gear and metal shavings were on the driveshaft assembly.

Event description:
It was reported that during a procedure at the user facility, metal shavings were coming out of the device. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility metal shavings were coming out of the device. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.